Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Manufacturer narrative:
Correction: implant date and explant date should have been (B)(6) 2020.

Event description:
New information received notes the right ventricular lead exhibited reduced r-wave amplitudes and high capture thresholds upon interrogation prior to procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's number: 2017865-2020-06953. It was reported that the patient presented in the hospital with a pocket hematoma. The physician alleged that the right ventricular lead was dislodged and confirmed dislodgement via fluoroscopy. The physician evacuated the pocket that contained the implantable cardioverter defibrillator and repositioned the lead during procedure on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the implantable cardioverter defibrillator and right ventricular lead were explanted.